Manufacturer narrative:
Results of device eval will be filed in a supplemental report when sample is received.

Event description:
Inserted (B)(6), and removed (B)(6), because of leakage between white "y" section and the catheter for both red and blue lumens. The red leaked first followed about a day later. Felt by pt and seen by staff during administration of medicine and saline flush.